Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
Patient reported the bottom aligners are causing their gums to recede and causing sensitivity. At check in patient marked true to inflammation, discomfort, pain, and sensitivity.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.